Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and leiomyoma nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), furuncle ("painful boils two of those on my groin area") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotically-assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the pelvic pain, furuncle and menorrhagia outcome was unknown. The reporter considered furuncle, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- boils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received: case upgraded to serious incident. Events added- pelvic pain, menorrhagia. Reporter added and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.